Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that only half the joystick display is lit up on the screen.